Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed self-test, and active current measurement. Pump failed the sleep current measurement. Successfully downloaded history files and traces using thump. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had abnormal behavior. Pump error 25 alarmed during testing. Pump was cut open to perform visual inspection and found moisture damage on the connector pins. Test sc1-cap locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2025 18:00:00.000 and low battery alert on (B)(6) 2025 18:54:00.000 due to moisture damage on the connector contacts. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running) alarm. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.